Event description:
This spontaneous report was originally received from a consumer via phone on (B)(6) 2013. The consumer reports that she applied the product to a wart on her thigh on or around (B)(6) 2013. She admits that product accidentally got on healthy surrounding skin. About 1 week after use, the quarter-sized area blistered, and has been alternately peeling, scabbing, and seeping. Area is painful and warm to the touch. She has been taking oral antibiotics left over from a previous prescription, cleaning the area daily with hydrogen peroxide, and applying neosporin. The consumer was instructed to see a physician immediately. Follow-up was completed with the consumer on (B)(6) 2013. The consumer reports that after her initial call she was evaluated by an md in an emergency department and was diagnosed with 2nd and 3rd degree burns to the area of application. She was prescribed a topical antibiotic as well as silver sulfadiazine. There may be some scarring. The area has been gradually improving and she has an follow up appointment scheduled with her physician on (B)(6) 2013. Follow-up information obtained on (B)(6) 2013, has prompted a classification of this adverse event as serious event as designed.

Manufacturer narrative:
.